Manufacturer narrative:
The remote service engineer (rse) evaluated the device with the customer and found that the navigation ring may need to be replaced. A service proposal was sent to the customer for approval, and the customer accepted. Multiple attempts have been made on 19feb2025, 27feb2025, and 08mar2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working anymore as the validation button was missing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the navigation ring was not working anymore as the validation button was missing. A service proposal was sent to the customer for approval. This investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).